Event description:
It was reported that the patient presented for a scheduled procedure to upgrade from a dual-chamber pacemaker to a crt-p system. During the procedure, the left ventricular (lv) lead could not be advanced beyond the tip of the delivery catheter. Multiple attempts were made by replacing the lead and catheter, but all were unsuccessful. Ultimately, the physician decided to change the approach to conduction system pacing, which was completed successfully. The patient remained stable and asymptomatic throughout the procedure.

Manufacturer narrative:
The reported event of ¿lead would not proceed much further past the end of the catheter¿ was confirmed. As received, a complete lead was returned in one piece for analysis. The associated catheter was returned with the lead. Visual inspection found blood in the entire catheter and hemostasis valve. After cleaning the catheter, the lead insertion test was performed, and the lead was able to be inserted and removed from the catheter without any difficulties. The cause of the reported event was due to blood found in the catheter. Electrical testing did not find any indication of conductor fractures or internal shorts.